Manufacturer narrative:
D10: 320-42-03 - 145-deg pe 42mm hum liner +2.5 5884948. 320-10-00 - equi rev tray adapter plate tray +0 6637639. 320-06-42 - glenosphere 42mm 6608637. 320-15-05 - eq rev locking screw 6651809. 306-02-08 - equi, hum long stem 8mm 215mm 5315354. 320-15-01 - eq rev glenoid plate 3766645. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a right reverse total shoulder revision surgery. Subsequently, it was reported that the patient experienced osteolysis due to particulate disease which resulted in glenoid loosening starting approximately 3 years after initial implantation. No action was taken as a result of these conditions due to the patient being too frail for surgery. No further patient impact reported. No further information available. This is report 1 of 2 for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may be the result of the glenoid loosening or prosthesis wear as reported. However, neither the wear nor the loosening cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.